Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1, brief inquiry description, leaking of onguard/easypump connection. Detailed inquiry description: customer had 2 patients that came in for their pump disconnect and noticed leaking between where onguard connects to easypump. Description of the patient event: patient not affected, received entire dose of 5fu, but had exposure to drug.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 1: no sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.